Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our portuguese affiliates, approximately 3 years and 3 months post implant of a 23 mm sapien 3 ultra valve in the aortic position, the patient had significant paravalvular leak (pvl) leading to dyspnea. It was decided to treat the pvl with a plug and post-dilation using a 24 mm non-edwards balloon. After the post-dilatation, the patient had a large central leak and was urgently treated with a valve in valve procedure using a new 23 mm sapien 3 ultra valve. The procedure was successful with no significant leaks, and the outcome was considered good. The patient was hemodynamically instable during the procedure but after procedure was stable, recovering and expected to be discharged.

Manufacturer narrative:
A supplemental MDR is being submitted for completion to the engineering evaluation. The following sections of this report have been updated: update to b4, g3, g6, h2, h6, h11. The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. No imagery was provided. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The commander delivery system with s3u IFU was reviewed. Potential adverse events include, 'valve regurgitation, paravalvular or transvalvular'. Precautions note, 'do not overinflate the deployment balloon, as this may prevent proper valve leaflet coaptation and thus impact valve functionality'. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation.' Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (tvr) procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the landing zone, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, an elliptical annulus shape, and valve under-sizing. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Edwards extensively trains physicians before they are qualified to use the sapien transcatheter heart valves (all models). The device training manuals instructs the operator on proper imaging screening requirements, including the use of good quality echocardiography and/or computed tomography (CT) to appropriately measure the landing zone, assess the content and distribution of calcium, and other patient anatomical factors. Multiple imaging modalities should be considered during valve size selection. Contraindications, important considerations when assessing the valve, and choosing the proper transcatheter heart valve are also discussed. The device training manuals also instruct the operator on proper positioning and deployment of the valve, including patients screening and procedural considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. In this case, there was no allegation or indication that a product malfunction contributed to this adverse event. Investigation results indicate that procedural factors (valve underexpanded causing the pvl) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The complaint for central regurgitation was empirically confirmed based on the information provided. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per IFU, it was indicated to 'do not overinflate the deployment balloon, as this may prevent proper valve leaflet coaptation and thus impact valve functionality'. In this case, the central regurgitation occurred after post-dilating the 23mm sapien 3 ultra valve using a 24mm non-edwards balloon, which could cause the valve to become over-expanded. The increase in valve diameter due to post dilation may prevent proper motion of the thv leaflets resulting in thv regurgitation. As such, available information suggests that procedural factors (post-dilation) may have contributed to the complaint event. The IFU and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.